Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the newly implanted pump had zero flow. The speed was 5300 rotations per minute and pulsatility index (pi) and pump power were within normal limits. Mean arterial pressure was also within normal limits. Possible obstruction of the inflow canula was suspected due to ingested clot. Lactate dehydrogenase (ldh) and plasma free hemoglobin were ordered, and results were pending. A portable ultrasound machine was used to view heart, although they could not get a good visualization. There was no bleeding or tea/red tinged urine. An echocardiogram was ordered to view the 4 chambers and assess the angle of the inflow cannula. The patient history was checked for if clots were found before intra-aortic balloon pump was removed, prior to implant and if there was any visualization of clot in the aortic root. The patient was brought back to the operating room. A pump exchange was performed. The log files would be sent for review. The event log for the primary system controller captured low flow alarms averaging 0-2.3 liters per minute, until the driveline was disconnected. The event log for the backup system controller captured low flow alarms and an intentional pump stop as well as multiple set speed changes while the flow was averaging zero liters per minute.

Manufacturer narrative:
Section d4 - primary unique device identification (UDI) number: corrected. Manufacturer's investigation conclusion: review of the submitted images for heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of an ingested thrombus in the inflow cannula, which had been removed prior to the pump¿s return for evaluation. Although a specific cause for the observed thrombus could not be conclusively determined, the deposition could have contributed to the reported zero flow, which was confirmed through the evaluation of the submitted and retrieved log files. (B)(6) was returned assembled with the pump cable severed approximately 12¿ from the pump header. The distal portion of the pump cable and the modular cable were also returned. The modular cable was returned properly attached to the pump cable inline connector. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The cuff lock had been disengaged prior to the pump¿s return for evaluation and the apical cuff was not returned. The device appeared to have been expose to a fixative agent (e.g., formalin) before being returned to abbott for evaluation. Visual inspection of the inlet extension revealed a small amount of fixed blood, but no evidence of any developed or adhered thrombus formations; however, review of the submitted images provided from the patient¿s pump exchange surgery confirmed a piece of tissue obstructing the inflow cannula. Upon disassembly of the returned pump, additional findings of fixed blood were observed within the pump outflow, the interior of the pump cover, and the interior of the sealed outflow graft and graft attachment. Further examination of the blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Visual inspection of the returned portion of the pump cable was unremarkable. The pump header and pump end bend relief also appeared unremarkable. Evaluation of the submitted controller event and periodic log files, along with review of the left ventricular assist device (lvad) event and periodic log files retrieved from (B)(6), revealed a sudden decrease in pump flow on (B)(6) 2024. This resulted in rotor displacement faults and an increase in rotor noise as pump flow decreased to zero for the duration of the file. These events appeared consistent with the reported events and the confirmed finding of an occlusive, ingested thrombus in the inflow cannula. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C and the heartmate 3 patient handbook rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms, and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the log files showed no equipment malfunction. Upon surgical intervention, a large piece of heart tissue was obstructing the inflow cannula. The issue resolved after the pump exchange. The patient was stable and planning for discharge.